Event description:
Advocate stated the contour meter was purchased in the us but it read in mmol/l. No adverse event was alleged. The advocate was advised to return the meter for evaluation. The customer will get a new kit through the pharmacy.